Event description:
Report received from (B)(6) stating that the motor of the device is noisy and also the sleeve lock is damaged. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem was confirmed; the locking mechanism was damaged, and the unit also had damage to the swivel, wiring, flex circuit, and thermistor. The condition of the motor was indicative of improper or ineffective cleaning, maintenance, and misuse/abuse of the device. If additional info is received, a supplemental report will sent. (B)(4).